Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A us distributor contacted zoll to report that a (B)(6) male patient had a skin irritation the patient had a rash on his back. The patient's physician advised using a cream on the irritation. The rash was not improving so the patient returned the device.